Event description:
It was reported that the patient never had therapeutic effect. She did not use the implantable neurostimulator (ins) ¿a whole lot¿ because it had never worked as well as the trial. She used it when her legs would hurt real badly. They could not seem to get stimulation in the right spot in her back. There was a lead revision surgery in 2014 (B)(6) where the leads were moved but stimulation was still inadequate. It would hit the legs and abs but not the back. She had been reprogrammed several times since implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).